Manufacturer narrative:
Updated fields: b3, b4, d8, d9 (device available for eval?), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 corrected fields: d10, e2, h6 (medical device ¿ problem code) based on the information provided by the ssu, the hospital is being managed by a third-party repair company. The third-party company failed to confirm the service fee quote, so it was assumed that the manufacturer was not selected for repairs. Upon investigation, it has been confirmed that the user is not using a getinge balloon. No further information is available.

Event description:
N/a

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had device alarm failed and the automatic inflation failed. There was no patient injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 full event site name: (B)(6).